Event description:
It was incidentally noted on an x-ray, that the eps positioner for the umbilical hernia mesh used for a repair on (B)(6) 2021, was still in the patient. This is the 2nd time the failure of the surgeon to remove the eps positioner has occurred here. Is there a better design for removal of the positioner or that would not require a removable positioner? Both times, the positioner was removed without incident, but did require additional surgical intervention.